Event description:
On (B)(6) 2010, it was initially reported that a pt had lost weight recently and their implant was moving around some, but not a lot. Device coupling or communication issues were also noted. Additional information was rec'd on (B)(6) 2010, and it was further reported that the pt had visited with a physician and a company rep in regards to the event/issue. The pt's device was indicated as being initially implanted incorrectly on (B)(6) 2008. The pt underwent surgery on (B)(6) 2010 to resolve their issue. The pt's device was successfully reprogrammed, and their recharger was "fixed." The device/battery was located on the pt's right side. One week after the surgery, the device was triple charged. The pt was no longer having problems with their device system. The pt's back pain was noted as now being tolerable. No further details regarding the surgical intervention was provided at the time of this report. Additional information is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).